Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd insyte¿ IV catheter broke when advancing it in the patient's vein. This occurred with 3 catheters. The following information was provided by the initial reporter: "it was reported that before they place a catheter they advance the stylette all the way up the catheter and this particular lot have been consistently breaking at the tip when they do this."

Event description:
It was reported that the tip of the bd insyte¿ IV catheter broke when advancing it in the patient's vein. This occurred with 3 catheters. The following information was provided by the initial reporter: "it was reported that before they place a catheter they advance the stylette all the way up the catheter and this particular lot have been consistently breaking at the tip when they do this."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11-nov-2022. H.6. Investigation summary: our quality engineer inspected the 1 photo and 7 representative samples submitted for evaluation. The reported issue of catheter tip integrity was not confirmed upon inspection of the samples. Analysis of the sample showed that they were all within manufacturing specifications and no damages were observed. Bd could not determine a manufacturing root cause since the defect was not confirmed. It is recommended to send the sample that was involved in the reported incident. Production records were reviewed, and this batch was in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.